Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, hcp used 7617405. When pre-filling the catheter, it was found that the support guide wire inside the catheter was bent, causing the catheter shape to be bent as well. It could not be used. A new set of 7617405 was torn off and it was used normally.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked stylet is confirmed; however, the exact cause is unknown. Three photographs of a groshong nxt clearvue stylet and its packaging were returned for evaluation. An initial visual observation of the photographs showed the kink in the stylet was located on the distal half of the stylet. Two additional bends were observed in the stylet. One bend was near the kink. The other bend was on the proximal half of the stylet. No obvious use residue was observed on the sample in the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.